Event description:
It was reported that a patient, who is part of phasix st clinical study (B)(6) developed a seroma. (B)(6) 2017 - the subject patient underwent the repair of an umbilical hernia using intra-abdominal approach and was implanted with a phasix st mesh. The hernia was of a swiss cheese configuration (multiple discreet hernias). The phasix st mesh was positioned so that its edges extended beyond the margins of the defect by at least 5cm. Mechanical fixation was used to fixate the mesh. (B)(6) 2018 - the subject patient was diagnosed with a chronic seroma at the 3 month follow up visit on. This adverse event has been assessed, by the clinician as possibly related to the study device and definitely related to the index procedure. Addendum: (B)(6) 2019 - the subject patient was diagnosed with a hernia recurrence on physical exam. The hernia recurrence is assessed per clinician as moderate severity, possibly related to the study device and definitely related to the index procedure. The event is reported to require additional surgical intervention that has not been performed to date.

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information provided. No conclusion can be made. While the clinician has stated the issue to possibly be related to the study device, based on the information provided we are unable to determine to what extent, if any, the phasix st mesh may have caused or contributed to the patient's hernia recurrence. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Recurrence is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. Should additional information be obtained, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusion can be made. At this time, we are unable to determine the extent to which the study device may have contributed to the patient's seroma. As reported there was no malfunction of the device used to treat the patient. Seroma is a known inherent risk of surgery and is listed in the adverse reactions section of the instructions-for-use as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be obtained, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that a patient, who is part of phasix st clinical study (B)(4) developed a seroma. On (B)(6) 2017 - the subject patient underwent the repair of an umbilical hernia using intra-abdominal approach and was implanted with a phasix st mesh. The hernia was of a swiss cheese configuration (multiple discreet hernias). The phasix st mesh was positioned so that its edges extended beyond the margins of the defect by at least 5cm. Mechanical fixation was used to fixate the mesh. On (B)(6) 2018 - the subject patient was diagnosed with a chronic seroma at the 3 month follow up visit on. This adverse event has been assessed, by the clinician as possibly related to the study device and definitely related to the index procedure.